Event description:
An 8 mm diameter x 30 mm length bridge assurant billiary stent was inserted into a patient for treatment of an iliac artery without calcification and unknown amount of stenosis. It was reported that the balloon "burst" at 4 am (atmospheres of pressure). The stent delivery system was removed from the stent and another angioplasty balloon was used to successfully deploy the stent in the iliac lesion. No additional clinical sequelae were reported, and the patient is reported to be fine.